Event description:
Patient reported obtaining back-to-back glucose results of 499 mg/dl and 99 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.